Event description:
(B) (6) clinical study. It was reported that following a coronary artery drug eluting stenting treatment procedure, conjestive heart failure occurred and the patient expired. A 3.00x24mm taxus express2 stent was implanted in the proximal right coronary artery. One year later, the patient developed congested heart failure. The patient expired on an unspecified date. Cause of death is unknown. Additional information received: according to the physician, the congestive heart failure was a symptom of terminal ischemic heart disease. The physician assessed the event as unrelated to the study device. The patient was hospitalized for 36 days prior to death and treated with lasix and hamp.

Manufacturer narrative:
(B) (4)

Event description:
(B) (6). It was reported that following a coronary artery drug eluting stenting treatment procedure, congestive heart failure occurred and the patient expired. A 3.00x24mm taxus express2 stent was implanted in the proximal right coronary artery. One year later, the patient developed congested heart failure. The patient expired on an unspecified date. Cause of death is unknown.

Manufacturer narrative:
Device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4): device implanted.